Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.

Event description:
During follow-up for an unrelated alarm, the patient indicated she had peritonitis. Follow-up information obtained is as follows: the cause of the peritonitis is unknown and the patient has recovered from the peritonitis. The patient is currently on hemodialysis. The nurse declined to provide any additional information regarding the peritonitis, only indicating that the date of diagnosis was (B)(6) 2010 and that the patient's transfer set was replaced after the diagnosis. No further information will be provided.

Event description:
Pt was revised to address acetabular loosening and high metal ions.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (h10e13091), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.